Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a loss of capture was observed on the left ventricular lead. X-ray imaging revealed that the lead had become dislodged. It was capped and replaced on (B)(6) 2013.